Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has minor scratches on lcd window, cracked case at display window corners, broken reservoir tube lip and missing o-ring.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 189 mg/dl. Customer stated that she had been wresting on the ground with her niece while wearing the insulin pump prior to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.